Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. There were no other electrical anomalies and no lead damage appeared under fluoroscopy. On (B)(6)2021 the physician elected to cap and replace the lead. The patient condition was stable.